Event description:
It was reported to vyaire medical that internal gas delivery engine leak and user interface module is dead occurred on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet

Manufacturer narrative:
H11:correction: d4:corrected model#, catalog # and unique identifier(UDI). D4. UDI# - the device has a date of manufacture of (13-feb-08) and was not subject to UDI requirements.